Event description:
The patient was revised on (B)(6) 2022 due to chronic instability leading to dislocation following the primary surgery on (B)(6) 2020. A humeral cup (36/6), humelock reversed stem (14), two standard screws (20), standard screw (25), standard screw (35), glenosphere (36) and glenoid baseplate (24) were explanted. A humeral cup (36/6), humeral spacer (9), post extension (6), three standard screws (30), standard screw (35), glenosphere (36) and glenoid baseplate (24) were implanted.